Event description:
It was reported that the universal modular electric/battery single trigger handpiece stopped working three times in one case. The device was reset each time and would not work at all after third reset. There was no harm to the pt and an alternate device was available to complete the procedure.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.